Manufacturer narrative:
The unit was received with a completely broken reservoir tube lip, cracked battery tube threads, cracked casing at a display window corner, cracked lcd window, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the reservoir compartment area was breaking off slowly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.